Event description:
This rv lead was implanted on (B)(6) 2010 and remains implanted at this time. A product experience report was received on 07/20/2018 stating that this lead had an impedance greater than 2000 ohms and high pacing thresholds noted on the lead. The physician was dr. (B)(6) at (B)(6) in (B)(6), hi. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).